Manufacturer narrative:
Philips service replaced the 19'' monochrome monitor ER (mml1952-per) and 19" color lcd monitor ER (dc19-ler) and provided a computer replacement quote. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that boom monitors were defective, and the interventional tools computer crashed on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.